Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming functional testing due to its main printed circuit board (pcb) being misaligned. The pcb was realigned to resolve and the device passed its retesting. Analysis also confirmed the customer comment of the hanger assembly being broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's "clip" (hanger assembly) was broken and needed to be repaired. It was requested that it be considered as a warranty repair. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.